Manufacturer narrative:
UDI-no.: (B)(4).

Event description:
Follow up indicated that patient have sleep fragmentation, sleep apnea, day time sleepiness, impairment of pre-existing depression/ anxiety, impairment (or at least: lack of improvement) in seizure frequency. The physician changes the patient's settings two times a day as the patient is in the emu. When the patient goes home he will be set to the highest setting that does not cause sleep disturbance at night (reduction in output current from 1,125 to 1ma at daytime and 0,5 ma at nighttime. Reduction of the output current of the magnet stimulation and autostimulation from 1,125 to 0,75 ma). Further information about the patient and the implanted devices has been provided. The review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
It was reported that a vns patient has the autostimulation triggered by arousals (sleep disturbances). This was confirmed by a polysomnography. Reducing the output current from 1ma to 0.5ma solved the problem and the patient sleeps well. No additional information has been provided.